Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume infusor. The infusor had visible liquid inside its outer pouch. The location of the leak was not specified. The pump was filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation containing approximately 180 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and no evidence of leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.